Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display, followed by a battery out limit alarm. The blood glucose reading was 206 mg/dl. The customer stated that after the blank display was observed, she changed the battery, and she received the battery out limit alarm. The issue was resolved upon troubleshoot and the display returned. Advised the customer that a replacement battery cap would be sent. She noted that the device also alarmed weak battery alarm, and she was advised to use the recommended battery type. Nothing further reported.